Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2023. Reimplantation is planned but had not taken place at the time of this report. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on june 27, 2023.

Event description:
Per the clinic, the patient experienced a wound infection at incision site (specific date not reported). The patient was placed under general anesthesia for a wound drainage on (B)(6) 2023. Subsequently, the patient was hospitalized for a duration of four days (specific date not reported). It was also reported that the patient was treated with IV antibiotics for two weeks and oral antibiotics for another two weeks (specific date not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on august 11, 2023.